Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser stated was spinning out going down a ramp with no injury.